Event description:
It was reported that the patient hit his chest on a tractor which broke the generator. The generator was then removed. It is not clear to the manufacturer at this time what is meant by the generator being broken. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.